Manufacturer narrative:
Without a product return, no product evaluation can be conducted. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Current information is insufficient to permit a valid conclusion about the cause of this event. Additional informations requested. Investigation still in progress. Conclusion is not yet available. Device discarded by hospital.

Event description:
Mobi-c p&f us : disassembled. Description received from the sales representative : after trial, implant mb3556 was loaded on to the mobi-c inserter in the correct method. Implant was then inserted in to the patient. Upon initial insertion, the superior plate of the implant dislodged from the cassette and the implant flayed open. The cassette retaining assembly was broken and was not suitable for any further use. A smaller implant was then loaded on to the mobic inserter to allow for less impact on the cassette. No issues inserting that implant. No impact on surgery or delay were reported. Update received on june 20th 2018 : patient have normal condition. With normal recovery . No impact on patient. Surgeon encountered normal resistance with proper distraction. Reporter cannot determine if the prothesis was inserted with an angle or a rotational move was done during prothesis inserting. According to the reporter , the surgical technique was followed. No x-rays ( pre-op/ per-op / post-op) is available. The cassette and implant were scrapped immediately into a non-sterile bin and was not accessible. The team tried to reassemble the implant parts back on to the cassette. However, the implant would not reconnect due to a broken clip on the cassette. Implant was scrapped and new implant was inserted without incident.

Manufacturer narrative:
No update received since the last report submitted, this medwatch is also submitted to send the result of the investigation of this complaint. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the review of the case and the recurrence of this type of event for this implant, the cause for the event is unknown but probably a mishandling during implant insertion. The hypothesis is that the distraction was not correclty realized and the implant probably impacted the bones or the size wasn't correctly choosed by the surgeon. The root cause is unknown. The description received did not allow to understand perfectly what it happened during this surgery. The hypothesis is that distraction wasn't correctly realized or size wasn't correclty choosed by the surgeon. The investigation found no evidence to indicate a device issue. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.